Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump during priming. Customer stated that the alarm was resolved by a complete set change. Customer was unable to troubleshoot at the time of the call. No further information reported.